Event description:
Skin under chg gel pad was peeling off and pinkish/white in color. Noticed after 2 days of wear time on patient. Skin looked moist and macerated. Under the gel pad the skin turned red, wrinkled, and looked as if the skin was filled with moisture. Skin almost looked abraded. Patient had local infection at the insertion site and dialysis catheter spontaneously dislodged. Culture showed (B)(6). New catheter was inserted and patient was administered antibiotics. Skin condition healed and infection cleared.

Manufacturer narrative:
Method: device not received. Results: no evaluation performed. Conclusions: device not returned no evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product. The insert provides the following information on site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at least every 7 days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm chg dressing should be changes as necessary: if the dressing becomes loose, soiled or compromised in any way. If the site is obscured or no longer visible. If there is visible drainage outside the gel pad. If the dressing appears to be saturated or overly swollen.